Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed, the finished product met all quality release criteria, and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of an unspecified number of tampons, the pledget unraveled and fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She reported experiencing some irritation and odor around the vagina. She sought medical attention, was diagnosed with a vaginal irritation, and was prescribed clotrimazole and betamethasone to use as needed. She further reported that during the vaginal exam, the doctor did not find any retained pledget. She does not have any follow-up medical visits planned.